Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure (B)(6) 2015 and (B)(6) 2016, to excise the excess skin. The implanted device remains. This report is filed (B)(4) 2016. The implanted device remains.

Manufacturer narrative:
This report is filed march 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site and was prescribed oral antibiotics (date not reported). The implanted device remains.